Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to observe saline exit the infusion set tubing during the fill tubing process. Tandem technical support advised the customer to change the cartridge to resolve the issue; however, the customer declined further troubleshooting. There was no information provided regarding the customer's blood glucose level.